Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Late on, the device was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Late on, the device was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.